Manufacturer narrative:
A full osseotite xp certain implant (B)(4) was returned for investigation. A visual inspection of the as returned product identified the fractured piece of an unknown abutment screw in the internal components of the returned implant. Therefore, the alleged device malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause for the abutment screw fracture cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown biomet abutment screw fractured. Part of the screw fractured inside of the implant. The implant had also fractured. The implant was removed due to the fracture.